Event description:
The dealer alleges the teeth on the stability lock on the right rear of the chair locked up, raising the wheel off the ground. The chair allegedly pivoted to the right and consumer fell off their ramp from the chair. Serious injury is alleged.

Manufacturer narrative:
User was reportedly moving over a threshold toward a ramp. The ramp incline and height of threshold are unknown and no information provided if rails were present on this ramp. Device's incline capability is specified for 9 degrees and its threshold limit is 3 inches. Information indicates user was not wearing a seat positioning strap. Chair had been in use for over two years prior to incident. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. As a conservative measure MDR filed based on alleged injury.